Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent set leaked. This occurred during patient infusion of a non-baxter solution and was discovered when a wet spot was noticed on the patient's bed. The reporter stated that after the nurse saw that the set was leaking, the nurse ¿taped the set where it leaked and replaced the set.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.